Manufacturer narrative:
(B)(4). If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). A system error 2240 alarm was identified in the log of a returned homechoice device. This complaint was confirmed because, the alarm was identified in the event log of the homechoice device used in conjunction with the disposable cassette. The cause cannot be determined based on the information in the complaint; the disposable was not returned for evaluation, the lot number was unknown, and no use error that may have caused the alarm was reported. Investigation number (B)(4) is open to address system error 2240 alarms.

Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice device. The system error occurred during drain 1 of cycle 4. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. It is unknown if this alarm occurred during patient therapy; however, no patient injury or medical intervention was reported. There was no report for this alarm called in by the customer. No additional information is available.